Event description:
It was reported that the patient is unable to communicate or charge her ipg. The last time she charged her ipg was in (B)(6) 2011. The patient is working with her physician to determine the next course of action. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.